Event description:
It was reported that during the deployment of the embolization coil, the coil prematurely detached within the aneurysm. No attempt was made to retrieve the coil. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: no evaluation has been performed, as the complaint sample has not been returned.